Manufacturer narrative:
(B)(4).

Event description:
The share data log was reviewed on (B)(6) 2018. The complaint of patient experienced a failed transmitter error was confirmed. A root cause could not be determined. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.